Manufacturer narrative:
Uf/importer report # was reported to be (B)(4); however it is unclear if the report had already been sent to the FDA by the user facility. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient reported non-functioning implant with tips at distal shaft and floppy penis. The implant migrated to the middle of the shaft and the reservoir was empty.